Event description:
Air in line error message; air sensor relaced.

Event description:
Device history record was reviewed and nothing related to the reported event was observed. Several air alarm were found during device log was review which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Test were carried out and ocs test failed with the triggering of the air bubble alarm which confirms the reported event. The cause could not be identified but as per technical manual the air sensor was replaced and sent to brézins for further investigation. Visual inspection found some rust color on the ceramics of the sensor. The part was mounted on a test bench for cross-testing. Several tests were carried out including air bubble detection and all performed successfully without any technical alarm. However a drift of the value of the air detector with water was noted during test 14. This value for ""water in line"" was below the required level. Although the pump will be functional for a while, with low output detector it may give random bubble alarm. Due to this unstable and out of tolerance detector the pump could not be recalibrated during preventive maintenance and therefore confirms the reported event. A CAPA has been opened to adress this issue. To our knowledge no patient consequences have been reported. This complaint is valid. Action was initiated for this event as per our local procedures and complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.